Event description:
It was reported that two old skull clamps needed to be looked due to complaints of "lock slips under torque". There was no patient contact and no patient injury. Additional information has been requested.

Manufacturer narrative:
Customer stated that he did not have very much detail on this complaint. He was simply given the clamps (several days later), and chose to err on the side of caution and send them to the manufacturer for a closer inspection. Integra has completed their internal investigation on 8/26/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: two skull clamps (a1059) came in lot code 094 and 064: lot code 094. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. Unit needs heli-coils added to large starburst threads. General maintenance and cleaning required. Lot code 064. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having a very minimal rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Repair could not duplicate the lock slippage when torque was added. General maintenance and cleaning required. DHR review: lot code 094: this device was manufactured on june 30, 2009. Service history: date of service: 11/12/2015. Lot code 064: this device was manufactured on june 30, 2006. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary, the end user's experience could not be confirmed or duplicated. The returned units lot code 094 (manufactured in 2009 last serviced in 2015) and 064 (manufactured in 2006 with no prior service history) passed all functional testing requirements, however general maintenance is required.